Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, upon opening the packaging of an ncircle tipless stone extractor, the outer sheath was bent in the tray. A second, same type device was opened, and the same damage was noted (see manufacturer report # 1820334-2022-01516). A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in labeled open packaging with a label for investigation. Two kinks were noted in the basket sheath. When the handle was actuated, the basket opened and closed without problem. A document-based investigation evaluation was performed. One potentially related non-conformance was recorded for this product lot; both affected devices were scrapped, and there are 100% inspections for damage. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information, cook has concluded that a cause for the observed device damage could not be determined. Excessive force may have been inadvertently applied to the device, but no information was provided regarding device handling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Name and address: phone number:(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the packaging of an ncircle tipless stone extractor, the outer sheath was bent in the tray. A second, same type device was opened and the same damage was noted (captured under patient identifier: (B)(6)). A third same type device was used to complete the procedure. The patient did not experience any adverse effects due to this occurrence.